Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease flat, and wear abrasion. Leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identify a sharp opening in the plug strap disk shell. .a dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap disk shell to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.